Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, the physician attempted to remove this previously abandoned right atrial (ra) lead. However the physician experienced removal difficulty and the tip of the ra lead broke off during laser lead extraction and only a portion of the lead was able to be removed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.